Event description:
It was reported that during a colon (coelioscopy) procedure, the clips were delivered accrossed. The clips were placed accrossed into the jaws prior to firing. The incident occurred from the first clip. At each activation (mesenteric vein), the clip wouldn't close and fell into the patient. There was no torquing or twisting of the device, no unexpected noise heard or resistance felt while firing the trigger. The device was not fired after this incident. After the fourth clip, the surgeon took out the clips which had fallen into the patient. Then he used a second like device to perform the procedure, which ended without further issue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: after several requests, the device was not received for analysis.